Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a radial jaw 3 gastropediatric single-use biopsy forceps was used during a procedure performed in 2009. According to the complainant, the forceps' jaws could not be closed while attempting to obtain a biopsy specimen. The scope together with the open forceps was removed from the pt, and the procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.